Event description:
The anterior pump pocket became infected. The pt felt malaise and unwell overall. Erythema was noted at the pump site in the posterior area that tracked along the catheter path. The pump was explanted and replaced. The pt recovered without sequela.